Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt's pump had turned over in her stomach causing the lining to come off in stomach. This caused the pt to experience withdrawal. The pt and hcp decided to completely empty the pump. The pt was no longer using the pump and was not sure if it would be completely removed at some point. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.